Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00920. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod6''s. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil became stuck inside the microcatheter. Therefore, the microcatheter and the ruby coil were both removed together, intact, from the patient. The physician stated that he selected the wrong microcatheter for the ruby coil. He then proceeded to gain a second access site and placed a 4 french dilator as the access catheter. A non-penumbra high flow microcatheter was then advanced through the access catheter; however, the microcatheter became kinked from the dilator. While attempting to advance a pod6 through the microcatheter, the physician experienced resistance and had difficulty advancing through the kinked portion. Subsequently, the pod6 pusher assembly became bent and the pod6 was unable to advance any further. Therefore, the physician removed the microcatheter containing the pod6, intact, from the patient. The procedure was then completed using additional coils without further issues. There was no report of an adverse effect to the patient.